Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that, the patient received inappropriate therapy from the device. Additionally, oversensing and under-sensing were observed on the device. The patient is deceased. The cause of death was not provided, however the patient was hospitalized in palliative care. The physician does not suspect the device to have caused or contributed to the patient death.